Event description:
The physician encountered resistance when advancing two coils through the microcatheter and therefore removed the microcatheter from the patient. As the physician was flushing the device, outside the patient, a leak was noted on the microcatheter shaft. The procedure was completed with another microcatheter without clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted holes in the shaft, 14.4cm from the distal end. The leak was confirmed when the device was flushed with saline. A 0.018" mandrel was advanced from through the catheter and a coil was advanced out of the distal end. The holes noted in the shaft appeared to have been caused by something puncturing the shaft from the inside to the outside. It was reported that the device was flushed with saline after it was removed from the patient and it is most likely that flushing the device with the coil stuck in the shaft resulted in the holes and the reported leak. Based on the investigation it was determined that the most probable cause for the reported event was operational context.

Manufacturer narrative:
(B)(4) - the reported shaft leak.

Event description:
The physician encountered resistance when advancing two coils through the microcatheter and therefore removed the microcatheter from the patient. As the physician was flushing the device, outside the patient, a leak was noted on the microcatheter shaft. The procedure was completed with another microcatheter without clinical consequence to the patient.